Event description:
It was reported that the endowrist prograsp instrument has cables sticking out. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the pitch up cable was frayed at the distal clevis. Engineering noticed a scratch mark on the clevis adjacent to where the fray is located. Cable may have been nicked when clevis was scratched . Engineering also observed that the distal end of main tube has two distinct sections with material removed. Both sections have wear patterns parallel to the tube's longitudinal axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage was found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.